Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer booted to an error. It was indicated that a standoff between two circuit boards was broken. The board was reseated and the error clear. The standoff was replaced and the board was calibrated. The programmer software was loaded and updated, and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer would not power up. The programmer was unplugged and when plugged back in, the programmer then booted to an error. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. There was no patient involvement.